Event description:
It was reported that the customer had unresponsive keypad on the insulin pump. The customer blood glucose level was 294 mg/dl. Customer states they had a low reservoir alarm. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to lcd keypad connector unlocked. The insulin pump was unable to verify failed battery test alarm and perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive button. The insulin pump received with minor scratches on display window and cracked reservoir tube lip.